Event description:
(B)(4). It was reported that the surgical table in the biomed shop unlocks by itself. After further investigation, the surgical table was found to be leaking hydraulic fluid. There was no reported patient involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2010. Evaluation summary: after evaluation by the field service technician, a small amount of oil was found on 3 of 4 lock cylinders indicating a floor lock cylinder leak. The floor lock cylinders and seals will be replaced once the product is returned to stryker. The root cause for this failure is possibly due to worn out usit washers. This type of malfunction poses a moderate risk to a user for causing a potential slipping hazard. Or if a leak was not noticed, it can lead to complete hydraulic fluid drain causing the table to be completely non-functional for articulations (except for slide mechanism). However, this specific malfunction was identified prior to use and no patients were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.